Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the helix tool had to be rotated too many times to extend the helix. The helix did extend, the lead was implanted and remains implanted. No patient complications have been reported as a result of this event.